Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient had felt a vibration but did not seek medical attention. Two weeks later, inappropriate hv therapy was delivered. Patient was presented in clinic for further assessment. Interrogation revealed that the device was in backup vvi mode due to event queue overflow despite of the newest software in the transmitter. It was noted that the shock and reset was most likely due to an old rv lead or the changed vf zone configuration. The firmware was successfully downloaded and normal function was restored. Provocative testing and programming changes for noise were recommended. The patient was in a good condition.